Event description:
As reported by the field clinical specialist (fcs), approximately 4 years, 4 months post-implant of a 23 mm sapien 3 valve in the aortic position, the valve was noted to have severe bioprosthetic aortic valve stenosis and mild paravalvular regurgication per the tte and the patient was hospitalized and a valve in valve was performed with an alternate 23mm sapien 3. The implant was a success with no significant pvl. No complications or edwards device malfunctions were listed.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information from an engineering evaluation. The following sections of this report has been updated the event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences (engineering or technical summary) and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary: the IFU, current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint for stenosis was confirmed based on the medical record. It is possible that one or more patient (atherosclerosis, thrombosis, endocarditis, rheumatic fever, pannus formation) factors or procedural factors (under-deployed valve, valve size selection, patient-prosthesis mismatch) identified in the technical summary written by edwards lifesciences may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.